Manufacturer narrative:
Exact date unknown, event occurred in february 2024. Additional suspect medical device component involved in the event: product family: scs-ipg-r-MRI upn: m365sc12320 model: sc-1232 serial: (B)(6) batch: 513973.

Event description:
It was reported that following a non-device related procedure, the patient experienced inadequate stimulation. Upon interrogation, it was found that patient had high impedances on the proximal four contacts. The patient underwent implantable pulse generator (ipg) and spinal cord stimulation (scs) lead replacement procedure and was doing well postoperatively. The explanted devices were kept by the facility and will not be returned.